Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "guidewire in PICC tray came apart while in the patient and developed a knot on the end of it, causing a problem getting it out of the patient." No other information as provided. Additional information received on 01 june 2023: using ultrasound guidance the vessel was located and accessed, the guidewire was threaded through the needle but was unable to advance the guidewire, upon withdrawing the guidewire I was unable to remove the guidewire from the patient¿s arm. I was able to remove the needle but the guidewire would not withdraw from the patient¿s arm. I used a warm compress to see if that would allow everything to relax and allow for the removal of the guidewire but after several attempts it was unsuccessful. The guidewire began to unravel when I attempted to remove it. X-ray was taken and it did not appear that the guidewire was in the vessel but more likely in the tissue. The primary physician came to the bedside and using a scalpel was able to make a nick in the skin and remove the guidewire. The patient had to remain in the hospital over the weekend until a PICC could be placed under fluoroscopy. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of knotted guidewire is confirmed. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. A knot was observed in the guidewire just proximal to its distal tip. The core wire of the guidewire was observed to be broken and the coiled wire was observed to be unraveled. A microscopic observation revealed the coils of the portion of the guidewire which was knotted were slightly disjointed and the core wire could be seen between the disjointed coils. The weld tip of the guidewire was observed to be present and intact. A relatively large amount of biological residue was observed on the knot in the guidewire. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "guidewire in PICC tray came apart while in the patient and developed a knot on the end of it, causing a problem getting it out of the patient." No other information as provided. Additional information received on 01 june 2023: customer reported "using ultrasound guidance the vessel was located and accessed, the guidewire was threaded through the needle but was unable to advance the guidewire, upon withdrawing the guidewire I was unable to remove the guidewire from the patient¿s arm. I was able to remove the needle but the guidewire would not withdraw from the patient¿s arm. I used a warm compress to see if that would allow everything to relax and allow for the removal of the guidewire but after several attempts it was unsuccessful. The guidewire began to unravel when I attempted to remove it. X-ray was taken and it did not appear that the guidewire was in the vessel but more likely in the tissue. The primary physician came to the bedside and using a scalpel was able to make a nick in the skin and remove the guidewire. The patient had to remain in the hospital over the weekend until a PICC could be placed under fluoroscopy. No harm to the patient."

Event description:
It was reported, "guidewire in PICC tray came apart while in the patient and developed a knot on the end of it, causing a problem getting it out of the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.